Event description:
It was reported to philips that the system did not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not starting up. The review of system log files showed system bootup related error. Upon troubleshooting, the fse found malfunction with the pdu fantray. The supplier's part analysis has conclusively determined the cause of the pdu fantray failure was due to ac/dc power supply defective and the power supply ac/dc 120w - psu1 and power supply ac/dc 150w - psu2 were found to be defective. To resolve the issue, the fse replaced the pdu fantray, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.